Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the battery status indicated the value ok. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Analysis of the memory content indicated the occurrence of consecutive resets on the 7th of january 2025. Consequently, the safety backup mode was activated. In safety backup mode, pacing and sensing operate in unipolar configuration. Therefore, if the device does not have sufficient contact with tissue, it may result in a loss of capture, as reported in this case. The pacemaker's memory confirm device re-initialization as reported. The root cause of the resets was not determinable from the data available for analysis. However, external influences such as electrocautery during the explantation could be taken into consideration. In summary, the device is fully functional. Safety backup mode was initiated due to occurrence of consecutive resets. The reported loss of capture occurred because the device was outside the body pocket, while sensing and pacing were configured to operate in unipolar mode. There was no indication of a device malfunction.

Event description:
This device was upgraded to a crt-p. During the change out, this device triggered backup mode and pacing was temporarily lost when the device was removed from the pocket. This occurred due to the unipolar pacing and sensing polarity in backup mode. The device was placed back in the pocket and successfully reinitialized. Patient is pacing dependent. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
This device was upgraded to a crt-p. During the change out, this device triggered backup mode and pacing was temporarily lost when the device was removed from the pocket. This occurred due to the unipolar pacing and sensing polarity in backup mode. The device was placed back in the pocket and successfully reinitialized. Patient is pacing dependent. No adverse patient events were reported. Should additional information be received, this file will be updated.